Event description:
Per distributor, the patient reported multiple red alarms and decided to switch to a backup freedom driver. No reported adverse impact to patient.

Event description:
Per distributor, the patient reported multiple red alarms and decided to switch to a backup freedom driver. No reported adverse impact to patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found four new alarms, fault codes. New alarms indicate external power supply having inadequate voltage supply, system current too high, secondary motor voltage too high, and primary motor not engaging for more than five seconds after continuous or open short detected. Visual inspection of external components found visible damage on front housing (cosmetic only) and on the external power to main pcb cable which could affect the performance of the driver. Visual inspection of internal components found no abnormalities. Freedom driver was unable to be tested at incoming inspection in the "as received" condition due to damage to the external power to main pcb cable. Additional testing was performed after the broken cable connector was secured with kapton tape. Once the electrical connection was corrected, the device functioned as intended and passed all areas of functional testing without issue or alarm. Failure investigation for this complaint confirmed the reported issue from alarm data review. The customer complaint was unable to be replicated due to the damaged electrical connection. The root cause of the reported red alarms was determined to be a nonconforming and damaged external power to main pcb cable causing an unreliable electrical connection. The cause of the damage found was unable to be determined. Failure investigation identified no test failures that could have contributed to the event. Damage found to the housing cover was cosmetic only. Patient was switched to a backup driver without any reported adverse impact.